Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
An iconnect enterprise archive customer reported that reports are not matching/ reconciling after name change. Customer further explained if a trauma patient comes in and patient information is not available immediately, patient is stored under doe patient. When the report is being transcribed as trauma and patient has been discharged, the report type does not match the study after the name change. (B)(4).